Event description:
It was reported that a user attempted to start a new dexcom g7 sensor by entering the pairing code, but the sensor did not connect and displayed ¿replace sensor now,¿ with plans to attempt pairing again and replace if unsuccessful; blood glucose was not affected, and no alerts or alarms occurred, consistent with an intermittent communication failure involving the sensor¿s electrical/antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure, with the affected component identified as the antenna/electrical subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.